Event description:
The customer reported, at 1:30 p.m. He passed out. He indicated that he had no symptoms of hypoglycemia before he went to the bed. His wife called paramedics and they tested the customer's blood glucose levels with his contour next ez meter at 1:50 p.m. And obtained a reading of 105 mg/dl. The paramedics performed repeat testing with their meter and obtained a reading of 26 mg/dl. On (B)(6) 2018, the physician changes customer's treciva dosage from 30 units to 25 units. The difference between readings falls in "d" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.